Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the pediatric patient woke up feeling unwell. He showed signs of body pain, headaches, nauseous, stomach cramps. The dexcom app and omnipod 5 insulin pump (in modified closed loop) showed egv 145 mg/dl. The child called his dad (reporter) who advised the patient to do a bg fs reading and check his ketone levels. The bg reading couldn't be provided by the reporter. The egv was 45 mg/dl but his ketone levels were high. The dad picked up the child and took him to the emergency room. At the emergency room (ER), the bg was finger tested and it showed 90 mg/dl and the egv was 70 mg/dl. The parent was able to do calibration to bring the readings much more closer. The patient was given IV fluids and stayed for 8 hours in the ER for observation. They also administered insulin via the omnipod pump. The child was discharged and currently feeling fine. The parent alleges that the egv was reading lower than the actual bg fingerstick reading which directly impacted aid and caused high ketone levels. Per documentation, the parent refused to provide details of the issue, the child is still sleeping. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, patient's blood glucose were given and it was reported to fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.